Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
It was reported that patient experienced hyperglycemia due to a bent cannula causing interrupted insulin delivery, required hospitalization event on (B)(6) 2026. And was treated with IV. And it was reported blood glucose value is 401mg/dl.